Event description:
The tps universal driver was returned for service. Upon evaluation at the manufacturer it displayed a bias current message when connected to the console, signaling a condition occurred from which the device has the potential to run without user activation. There was no patient involvement and no adverse consequences as this issue was found during manufacturer evaluation.

Manufacturer narrative:
Manufacturer evaluation observed that the device displayed a bias current message. Upon disassembly corrosion and wear were noted which could cause or contribute to a bias current message.